Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the afternoon, when a deep vein indwelling catheter was made for the patient, the catheter kit had product quality problem. When taking out the dilator, it was found that the tip end of the dilators of the central venous catheter kit for hemodialysis was damaged (distal end had a crack/hemming). This resulted in poor skin expansion during catheter placement. It was stated that as a remedial action the dilator was replaced, and other tool was used to expand the skin. There was nothing unusual observed on the dilator prior to use. It was also stated that while inserting into the patient it was observed that the guidewire was obviously significantly kinked/bent and was not easy to recover/revert, which affected the doctor's operation. And the difficulty of placing the tube was increased. There was nothing unusual observed on the guidewire prior to use, there were no tools used when trying to remove the guide wire, the guidewire was directly pulled out and it was necessary to remove the guidewire and the catheter from the patient at the same time (once) due to the defect. The guidewire was still intact when removed. The guidewire was not repaired. The guidewire was inconvenient to use and so as a remedial action it was replaced. It was also mentioned that flushing was done prior to use with normal result, there were no other products utilized with the device, no excessive force was used on the device, no cleaning agent was used on the device and no intervention/treatment was required as a result of the event. The procedure was completed in the hospital after the remediation was complete. No adverse consequences were caused to the patient. Blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the kit was in use. The dilator issue could not be confirmed from the photo, however the guidewire was seen to be bent/kinked. It was reported that the dilator broke at the distal end, there was a guide wire issue and the guide wire was unable to be withdrawn. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.